Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 1 patient sample on a cobas e 411 analyzer compared to another unknown analyzer. The initial troponin result was 19.63 pg/ml. The patient received a negative result from another laboratory. It is unknown if the same sample was repeated. The patient also had an echocardiogram performed and the result was normal. On (B)(6) 2025, the sample was repeated, and the result was 19.86 pg/ml.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.